Event description:
It was reported that during a laparoscopic colorectal procedure, they were trying to do a low anastomosis and the instrument locked out and it was not possible to either open it and thereby not being able to straighten the angle so they could remove it from the tissue. They tired several times. They use the reverse button to move the knife back but they still do not succeed to open the instrument. This happened during the third firing. It was thus a shoot of, nor be able to back the knife, could not remove the instrument from the trocar when it was articulated and it got stuck in the trocar. They had to use scissors to cut around the instrument and sew by hand. This was seen as very dangerous and risky for the patient. But in the end they got out the instrument together with the trocar. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the condition of the patient immediately after the event? Stable. Relevant history/pre-existing medical conditions unknown.